Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for additive issue with the incident lot was observed. A review of the manufacturing records was completed for the incident lot# 5336852 and no issues were identified. Conclusion: the indicated failure was confirmed. The root cause was that in rare cases where assembly machine misalignments occur, additive favors one side of the tube. The additive can then coalesce together to make the indicated droplets.

Event description:
It was reported that bd vacutainer® plus plastic whole blood tube. Lavender bd hemogard¿ had a 2mm size yellowish edta clump attached to the inner wall. No injury or medical intervention reported.